Manufacturer narrative:
Examination of the submitted devices could not confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon attempted to implant an xtend cta head. When reaming the lateral proximal humerus, the reamer got stuck on the guide and could not be removed.